Event description:
The customer reported that the system displayed a bad iris pot error message after booting up during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep cleaned the iris with electrowash, exercised the collimator mechanically as well as manually and adjusted the iris pot voltage range. The system was tested and found to be working as intended and put back in service.